Event description:
Caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support agreed to replace the pump and completed the field correction form for the customer. Customer was advised that the replacement pump would include the latest software, and they were instructed on how to properly return the faulty pump and prepare the pump settings for the new device. The customer¿s shipping address was confirmed, and a signature was not required for delivery. Technical support provided additional guidance on placing the pump into storage mode and connecting the new pump to the cgm. The customer acknowledged all instructions and actions to be taken.